Event description:
Caller reported compact plus system blood glucose results, all mg/dl: meter 1: 38, 34 meter 2: 28, 28 meter 3: 158, 189 caller reported a comparison from a different day: meter 1: 164 meter 2: 26 caller reported a third separate comparison: meter 3: 30, 27, and 152 all 3 readings were done within a few minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Was unknown if the initial reporter sent report to the FDA. (B)(6).